Event description:
It was reported by service report that the left chair track was broken and the right side was worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Tracks.